Event description:
During index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted. One was implanted to the 2nd obtuse marginal and one to the prox lad. Approx 4 months post implant, the pt was re-hospitalized and a myocardial infarction (mi) confirmed. It is unk whether the reported mi is related to the target vessel. The investigator did not indicate whether the reported event was related to the study device/procedure. Approx 4.5 months post index procedure, revascularization of target lesion was performed, indication for revasc restenosis. The lesion was treated with a drug-eluting stent. The investigator indicated that the reported event was related to the study device. (Ref MFR # 9612164201100656 and 9612164201100657).

Manufacturer narrative:
(B)(4). Eval results: myocardial infarction and revascularization.

Event description:
The investigator assessed that the mi event that occurred approximately 4 months post index procedure was definitely related to the study device.

Event description:
Approximately 8.5 months post index procedure the patient was rehospitalized due to a second myocardial infarction. Repeat angiography showed restenosis at lad and marginal artery. It is unknown whether the reported mi was related to the target vessel. Approximately 5 days post 2nd mi CABG was performed. Reason for CABG restenosis. The CABG was successful. The investigator indicated that both reported events were probably related to the study device. Ref MFR# 9612164-2011-00656, 9612164-2011-00657, 9612164-2012-00101, 9612164-2012-00102.